Event description:
A report was received that the patient was experiencing difficulty charging ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will no longer proceed with the revision procedure as the patient was able to charge the ipg out of hibernation. The device is now working properly.

Event description:
A report was received that the patient was experiencing difficulty charging ipg. The patient will undergo a revision procedure.